Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited undersensing which resulted in a delay in therapy for this patient. The delay was noted to be less than thirty seconds. A revision procedure was performed and the right ventricular (rv) lead was repositioned. No additional adverse patient effects were reported.